Event description:
It was reported that the leakage was found around statlock of power PICC (which was placed on (B)(6) ), during infusion on (B)(6)2020 . The leakage was possibly from the 2mm of crack on the side labeled "bard" . It was stated the user did not use metal forceps to grip as they have been using this product for long time so that they are familiar with the usage. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the cause of damage was not determined. One 5fr d/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The printing on the bifurcation and the 1cm depth mark were partially worn. A microscopic examination revealed a tear in the bifurcation at the proximal end of one wing. The tear exposed the lumen with the purple connector. The adjoining surfaces between the wing and bifurcation were rough and granular. A functional test confirmed a leak at this location. Due to the rough and uneven characteristic of the adjoining surfaces of the material at the leak site, it appeared that the material was torn, which may have been affected by the securement technique and pulling forces applied during use; however, the exact mechanism of damage was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found around statlock of power PICC (which was placed on (B)(6)), during infusion on (B)(6) 2020. The leakage was possibly from the 2mm of crack on the side labeled "bard" . It was stated the user did not use metal forceps to grip as they have been using this product for long time so that they are familiar with the usage. There was no reported patient injury.